Manufacturer narrative:
Concomitant products: product ID 64002, serial# unknown, product type adapter. (B)(4).

Manufacturer narrative:
Final device analysis for the adaptor revealed no anomaly found. Result = adaptor.

Event description:
It was reported that during a procedure high impedances were read on all contacts after pocket adaptor was connected. After a new/other adaptor was connected, everything was reported to be "okay." There were no patient symptoms/injuries related to this event.